Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet user anticipated a low after morning gardening and consumed a large breakfast, which resulted in hyperglycemia with blood glucose reaching 401 mg/dl. The user indicated this was preceded by a breakfast-related low and acknowledged overeating as the contributor, and no issues were reported with the device or its user interface. Symptoms included hyperglycemia without associated complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event was associated with an improper or incorrect procedure or method related to user interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.